Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The reported malfunction was not replicated or confirmed. Review of the device logs shows evidence that all charge events were met by successful 30j self test or a user disarm. The user disarm log files show that no shock was delivered due to the device being in a defib lead fault state. There are no errors within the device logs that indicate the device was unable to shock due to a device malfunction. The device passed full functionality and stress testing without duplicating a malfunction. The device was recertified and returned to the customer. The accessories used at the time of the event were not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.